Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The handpiece was not properly connected to the handpiece harness, thereby restricting water flow. Debris in water filter. Unit has been checked, no other faults found.

Event description:
While using a g310 scaler, there was a lack of water and the handpiece and cable were getting warm; no injury resulted.